Event description:
Reportedly, some egms appear as delayed when displayed on the remote monitoring platform, compared to the same episodes displayed on a programmer.

Manufacturer narrative:
Analysis synthesis: since no expertise files concerning the reported issue could be provided, due to the deletion of available remote files following the death of the patient, the reported event could neither be confirmed nor investigated. The case is therefore closed as is and will be reopened should any new relevant information be provided in the future.

Event description:
Reportedly, some egms appear as delayed when displayed on the remote monitoring platform, compared to the same episodes displayed on a programmer.